Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that during impella cp support, the patient's pump mispositioned due to the touhy not tightened and the groin was oozing. The groin was oozing from either the vein or the impella site. The medical doctor placed a fem stop for a few hours in the intensive care unit to slow the ooze while the act came down. The patient's pump had to be repositioned yesterday under echocardiogram and had placement signal low. The pump was sitting midventricular free of all structures. Atrial fibrillation and rapid ventricular response were on the monitor. The patient was started on amiodarone and was given intravenous pyelogram digoxin. The decision was made for synchronized cardioversion for atrial fibrillation with rapid ventricular response. The patient was awake, alert, and oriented with complaints of mild back discomfort.

Manufacturer narrative:
Correction h6 health effect - clinical codes 0601, 0506 and medical device problem code 150202 were inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Back pain: the cause of the clinical symptom cannot be determined due to insufficient clinical details. Atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event: due to lack of clinical information provided on what the activated clotting time (act) values were and if that resolved the oozing, the root cause cannot be established. Device in wrong position/difficult to close/open cath anchor or tuohy based on the clinical details, the root cause of the device in wrong position/difficult to close/open cath anchor or tuohy is due to user related error. Device history review: the device passed all post sterile inspection checks.